Event description:
It was reported that as the surgeon inserted the micl13.7 implantable collamer lens, it rotated and was implanted upside down. The lens was removed without any patient injury and the back up lens was implanted. The reporter stated the incident was most likely the result of the lens not being properly aligned in the injector when it was loaded and not related to a product malfunction.

Manufacturer narrative:
(B)(4). Evaluation codes: results (other): visual inspection of the returned lens showed the lens was returned in liquid and a haptic was torn. (B)(4).